Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted: that the trocar balloons had a hole at the distal end. The locking collars, valve seals and valve doors appeared intact. The inflation bulb was received. The obturators were not received. The condition in which the devices were received precludes functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloons may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal bilateral inguinal hernia repair, all balloons burst on inflation after insertion. New balloons were used to complete the case. There was no patient injury.